Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was at 1% when the customer connected the pump to a power source. Subsequently, the pump shut off and was unable to be turned back on. The customer attempted multiple usb cables, wall adapters and power sources. Customer reported blood glucose level was 172 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.